Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were alarms for empty tubing. The pump was ran in user and manufacturing (mu) modes. The reported "faulty sensors, alarms during infusion" issue was duplicated. When running the pump and attempting to prime it, "cassette not attached properly" and "no cassette attached" errors were both seen. In mu mode, the output of the downstream occlusion (dso) sensor held constant at approximately 130 mv when pressure was applied. The dso sensor was faulty. The dso sensor and the seal will be replaced to resolve the issue.

Event description:
Additional information was received that there was no patient involvement.

Event description:
Information received to smiths medical center on cadd-solis vip 2120 model had faulty sensors that were alarming during infusion. There were no reported adverse effects.